Event description:
It was reported that the ilet user received a low glucose alert, reached a nadir of 47 mg/dl with glucose below 80 mg/dl for about 15 minutes, and self-treated with apple juice, rising to 84 mg/dl by the end of the call. The event followed an incorrect meal announcement in which a larger-than-usual meal size was selected despite a normal portion, representing an improper/incorrect procedure involving the user interface. Symptoms included hypoglycemia with confusion/disorientation and fatigue. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and caregiver, and analysis of information provided by the user. Investigation of this case revealed no device problem, but a usage problem was identified related to meal size selection on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.